Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable testosterone results for two samples from one patient. The result from the first sample was 986 ng/ml and was reported outside the laboratory. A second sample from the patient drawn at the same time was tested on the same analyzer and the result was >1500 ng/ml with a data flag. The second sample was manually diluted and tested on another analytical e module at the site and the result was 4879 ng/ml. The customer repeated both samples on the original analyzer. The first sample result was 978.3 ng/ml and the second sample result was >1500 ng/ml with a data flag. The customer did not know which result was correct. The patient was not adversely affected. The reagent lot number was 17878202 with an expiration date of 10/31/2015. The field service representative inspected analyzers and could not find any problems. He did note that he compared the samples and one was slightly darker than the other. He ran precision testing and repeated the patient samples. On the original analyzer, the result from the first sample was >1500 ng/ml and the result from the second sample was 1096 ng/ml. On the other analyzer, the result from the first sample was >1500 ng/ml and the result from the second sample was 996.5 ng/ml. He ran the samples on a third analyzer and the result from the first sample was >1500 ng/ml and the result from the second sample was 1020 ng/ml.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. By testing the two samples for clinical chemistry assays, it was confirmed the two samples are from the same patient. Based on the provided data, a general reagent or instrument issue was unlikely. Contamination of one of the samples or a preanalytic issue was a possible cause.